Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the cause of the stimulation output being too high and poor communication were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the patient was getting poor communication on their programmer. They were able to communicate with the insr. The patient also stated they don't use an antenna. Patient placed programmer directly over the skin, but it did not resolve the issue. Patient said their stimulation was too high and patient needed to adjust it. Patient wanted to shut it off. Patient services walked caller through how to shut off the ins with the recharger. There were no further complications reported.